Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2009; 383069 lead, implanted: (B)(6) 2006; 511212 competitor lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was atrial undersensing of fine af (atrial fibrillation) waves. The atrial lead remains in use. No patient complications have been reported as a result of this event.